Event description:
It was reported that the insulin pump had a constant tone coming from it after a battery replacement. The blood glucose reading was 129 mg/dl. The customer stated that no alarm occurred prior to the constant tone. She stated that, after a 2 hour insulin pump reset, the insulin pump still made a high pitched noise and had an unresponsive keypad. A new battery replacement did not restore normal device function. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.